Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter corporate product surveillance a clearlink continu-flo port manifold soultion set in which there was a separation of the tubing observed. According to the report the seperation occurred at an unknown bonded junction within the set. This condition occurred during use in an unknown location. There was patient involvemet; however, there are no reports of patient injury or medical intervention. No additional information is available.